Event description:
It was reported that the subject coil encountered resistance and got jammed inside the microcatheter. While the physician attempted to retrieve the coil, it broke at the detachment zone. The coil and microcatheter were retrieved as one unit. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the device revealed that the coil was stuck inside the microcatheter and that the main coil was broken, stretched, and tangled. Information available indicated that a microcatheter with an internal diameter of (0.017in) was used with the coil. As per the dfu microcatheters with inner diameter of 0.019in (minimum inner lumen diameter) and (.21in) are compatible with this coil. It is likely that coil got stuck due to the usage of incompatible microcatheter with (0.17in) inner diameter, then the coil broke while applying excessive force in attempt to withdraw the coil. Based on information available and device analysis an assignable cause of user error has been assigned to this investigation.

Event description:
It was reported that the subject coil encountered resistance and got jammed inside the microcatheter. While the physician attempted to retrieve the coil, it broke at the detachment zone. The coil and microcatheter were retrieved as one unit. There were no clinical consequences to the patient.